Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encounter the issue replaced the bulk power supply and the power management boards, and that corrected the problem. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Pm was completed, and the iabp was then released to the customer and cleared for clinical service. The defective part will be sent to the national repair center (nrc) in (B)(6) for failure investigation. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that while a getinge field service engineer (fse) was initiating a preventive maintenance (pm) on the cardio save intra-aortic balloon pump (iabp), it was observed that one battery was depleted and the other was one-third charged. The iabp would start charging and then stopped over and over again, never completely charging either battery. The customer also stated that the batteries were plugged in all day. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
It has been further reported that power management board which failed in the field per the getinge service territory manager (stm) is not required to be evaluated by getinge's national repair center, as it does not bear the part number being tracked and trended at this time. No further investigation is required.

Event description:
It was reported that while a getinge field service engineer (fse) was initiating a preventive maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), it was observed that one battery was depleted and the other was one-third charged. The iabp would start charging and then stopped over and over again, never completely charging either battery. The customer also stated that the batteries were plugged in all day. There was no patient involvement, and no adverse event was reported.